Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed; however, the clip could not be released from the catheter. It was then reported that the doctor was eventually able to release the clip. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.